Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes customer noticed that the tubes are clotting. This event occurred 4 times. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: serum clotting after centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting(fibrin) was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode fibrin was not observed. 100 retained samples were visually inspected, and no additive abnormalities were found. Bd was unable to duplicate the customer¿s indicated failure clotting(fibrin) because the defect was not evident in the testing of the retention lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Complaints for sample quality are under statistical control for the month of november 2023. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting(fibrin) based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes customer noticed that the tubes are clotting. This event occurred 4 times. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: serum clotting after centrifugation